Event description:
It was reported that the pt's pump had a volume discrepancy. The expected reservoir volume was 17 mls; the actual volume was 28 mls. The pt's pump had also had a volume discrepancy at the previous refill visit; the expected and actual volumes were not provided. No pt symptoms were reported. The pump was used to deliver dilaudid. Device troubleshooting options were discussed. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.